Manufacturer narrative:
Manufacturer's investigation conclusion: the device was not returned for evaluation. The reported event of no external power alarms while on the mobile power unit (mpu) was confirmed based on the information recorded in the submitted log file. The system controller log file contained approximately 5 days of events, recorded from (B)(6) 2018. Nine no external power events were recorded from (B)(6) 2018 at 15:24 to (B)(6) 2018 at 19:39 while the system was powered with an mpu. The associated voltage levels indicated that power to the mpu was lost resulting in low power hazard/no external power alarms. Mpu power was restored following the events and the alarms cleared. Pump support was not affected and the system was supported by the backup battery (ebb) during the events. Review of the device history records revealed that mpu-27784 was manufactured with the v-lock ac connector. No additional information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 6 months (calculated from the date when the mobile power unit was issued to the patient). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that power cable disconnects were observed. Log file analysis completed by the manufacturer¿s technical services representative revealed no external power alarms while attached to the mobile power unit. No additional information was provided.